Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed an infection around the implant site. The patient was prescribed oral antibiotics (date not reported). The patient was administered general anesthesia on (B)(6) 2015 to facilitate removal of the abutment and suturing of the implant site. The implanted device remains.